Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an a lead was being used to treat pain with stimulation coverage when, during a post-operative visit, post-operative images confirmed that the right lead had migrated from the top of t8 to the bottom of t12. It was reported that pain coverage was still achieved using the left lead, while use of the right lead required high energy amplitudes to achieve coverage due to the migration. The patient was reported to be alive with no injury, and the issue was ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.